Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing incision was being irritated under the lifevest equipment. Patient described the area as the incision not healing under the lifevest. The patient¿s physician advised removing the lifevest to allow the incision to heal. Outcome of the irritation is unknown as follow up attempts were unsuccessful.